Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: (B)(6) 2021. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received wrapped in gauze. Additional documentation were received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was returned cut in half, which is consistent with a lens that was handled during explant. Furthermore, fibers were observed stuck to the lens, however this can be attributed to the lens being returned wrapped in gauze, and therefore cannot be confirmed to be related to manufacturing. Haptic damage (bent) was also observed, however this can be attributed to handling and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue cannot be confirmed to be related to manufacturing, because per the initial report the customer states "that the wrong lens was used" and therefore no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2020. Patient code 3191 ¿ explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 model intraocular lens(iol) was explanted from patient''s left eye in a secondary surgical procedure. Additional information was received stating that wrong lens was used. The replacement lens used is a non j&j lens. The patient was doing fine at the time of discharge. No further information was provided.